Event description:
It was reported that a high delta p (pressure differential) was observed off the fusion oxygenator during use. The perfusionist changed the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the pressures increased over a period of 30 minutes. The maximum pressure pre oxygenator was over 600mmhg. The customer used 10.000 ie heparin and 1000mg cyklokapron in priming. They used heparin and arterenol (noradrenaline) during the case. The pressure was measured between the arterial pump (pre oxygenator) and 5cm after the oxygenator (post oxygenator). The customer used the codan measuring system with the spectrum medical heart-lung machine (hlm). For act (activated clotting time) monitoring, they used the ¿hemochron signature elite¿ device. The act was recorded at 519s before the start of extracorporeal circulation. The act was recorded at 480s after 15 minutes from the start of hlm. After the oxygenator was changed out, the act was 800s. Before the high pressure events, the temperature before and after the oxygantor was not below 35 degrees celsius. The patient was cooled for the oxygantor change out, therefore, the lowest temperature measured was 29 degrees ce lsius. Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. The unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results are as follows: 170 mmhg blood side pressure drop. Reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.